Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous proximal circumflex (cx) artery. After a pre-dilating the lesion with a balloon catheter, a 4.00mm x 32mm synergy ii stent was advanced to treat the vessel. However, at some point, it was noted that the stent came off from the balloon. No patient complications were reported and the patient's status is fine.